Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the pump could not calibrate the sensor. Customer's blood glucose was 359mg/dl at the time of incident. Troubleshooting assisted with the calibration and found that the pump previously had a blank display but at the time of the call, the display was not blank. Troubleshooting explained the possible causes of the blank display and advised customer to monitor the pump and call back if necessary.